Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: patient information not available for reporting. Other UDI: (B)(4); lot is unknown. Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the procedure: t6 - t10 thoracic posterolateral fusion. Driver tips burred off when completing final tightening. It happened twice with two separate shafts. Action taken: the damaged device shafts was swapped out for spares. Surgical delay: 4 minutes. No adverse event to patient. Complaint involves 2 parts. (B)(4).